Event description:
It was reported to intuvie that an infusion pump failed the 30psi occlusion test, recording a result of 21psi, which falls outside the acceptable range of 22 to 38 psi. There was no patient injury reported.

Manufacturer narrative:
It was reported to intuvie that an infusion pump failed the 30psi occlusion test, recording a result of 21psi, which falls outside the acceptable range of 22 to 38 psi. A review of the device's serial number history revealed no prior similar complaints. The failure mode was confirmed. The probable cause remains undetermined. CAPA- zm2023-23 has been initiated to investigate the failure. Reference to complaint: (B)(4).

Manufacturer narrative:
The device was transferred to service for final evaluation. The failure mode was confirmed and the cause of this failure was the device being out of calibration. The device was recalibrated to resolve this issue. Reference to complaint # (B)(4).